Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The file states: "a customer reported that the lens was clogged and did not come out. It was confirmed in the operation video that there was less viscoelastic agent, and it was explained to the customer." While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the reporter stated that " it was confirmed in the operation video that there was less viscoelastic agent". The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no/inadequate viscoelastic is placed in the device this will cause no/inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, the lens became clogged and couldn't be delivered. Upon review of the operation video, it was confirmed that there was a shortage of viscoelastic agent, the surgery was completed by replacing the original product with a non-company product. Additional information was requested.